Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that te visual investigation of the device did not identify any leaks. Functional testing of the device showed that the cylinders performed within specifications, however, the pump failed deflation tests. Based on this observations, the reported allegations of inflation and mechanical issues were confirmed. Device history records (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device did not identify any leaks in the components. Functional testing of the device showed that the cylinders performed within specifications. Functional testing of the pump identified that the component failed the deflation test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during implant procedure, the inflatable penile prosthesis (ipp) device implanted turned out to be defective. The cylinders would not cycle the solution. During the same procedure, pump and cylinders were exchanged for a new device. The patient has had a good recovery.